Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced but failed to cross the lesion. However, because the calcium in the blood vessels was so severe, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed a pinhole at the proximal end of the distal markerband. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced but failed to cross the lesion. However, because the calcium in the blood vessels was so severe, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.